Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the disinfectant pump had an external leak. The leak was quickly contained. The technician replaced both rapicide a disinfectant pumps. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported there was a strong smell of rapicide after a disinfectant pump from their advantage plus endoscope reprocessing system was leaking. The employee sought medical treatment.